Event description:
Related manufacturer report number: 3006705815-2023-05793. It was reported that the patient is experiencing ineffective therapy one lead and the other lead has high impedances. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.